Manufacturer narrative:
Customer reports that the touch screen will not calibrate. Unit was not in use, no harm. The remote technician support advised customer to replace the touch screen. The remote technician followed up with customer and found that replacing the touchscreen corrected the issue.

Manufacturer narrative:
Date of report: 10aug2021. There was no patient involvement.

Event description:
It was reported to philips that the device's touchscreen was unable to be calibrated. The device was not in clinical use at the time of the event. There was no report of patient or user harm.